Manufacturer narrative:
Fiber analysis: the fiber cap was found to be burnt and drilled through, exhibiting char, detritus, devitrification and melted glass; the shrink tube and fiber jacket at the fiber's distal tip were also found to be burned and melted. The condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The fiber condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that at 13,500 joules of use during a prostate procedure, an undetected prosthetic calculi was encountered, resulting in a bright flash from the tip of the fiber. The case was completed using a second fiber. Patient outcome: "no patient injury".